Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 49 mg/dl due to not having any snacks before going to bed. Customer also reported that basal was not completely set up due to taking lantus before training. Customer declined transfer.